Manufacturer narrative:
This legal event is being reported as serious injury due to the reported infection with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted

Event description:
Limited information was reported through legal that a (B)(6) male patient underwent hernia repair surgery on or about (B)(6) 2010. During the hernia repair surgery, the surgeon implanted a lifecell strattice reconstructive tissue matrix mesh. After surgery, 10 years later, the patient returned to the hospital on or about (B)(6) 2020 and was diagnosed with infection of the abdominal wall, infected mesh and underwent surgery for removal of infected mesh in the abdominal cavity.

Event description:
This is follow up #1 to report on september 14, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10727. No other information was reported. As reported in the initial: limited information was reported through legal that a 41 year old male patient underwent hernia repair surgery on or about (B)(6) 2010. During the hernia repair surgery, the surgeon implanted a lifecell strattice reconstructive tissue matrix mesh. After surgery, 10 years later, the patient returned to the hospital on or about (B)(6) 2020 and was diagnosed with infection of the abdominal wall, infected mesh and underwent surgery for removal of infected mesh in the abdominal cavity.

Manufacturer narrative:
Internal investigation into strattice lot s10727 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 9/23/22, of the (B)(4) devices released to finished goods for lot s10727, 170 have been distributed with 110 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.